Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6) .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/02/2016 with the following findings: no defect was found. Black box shows no evidence of short battery life. The battery compartment/cap are undamaged and able to fit securely. All currents draw are within spec, unable to duplicate ¿short battery life¿ complaint. The pump¿s cover was removed; no intermittent condition was found.